Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. A review of the work order assigned for the device found no parts were ordered or service requested, and the case was closed. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 02jun2021. There was no patient involvement.

Event description:
The customer reported dark screen or black screen. The device was not in clinical use. No patient or user harm was reported.